Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was working intermittently, and some numbers had flashed across the screen of the console. The device was being used during surgery, but no patient injury was reported. It is unknown if any user injury or medical intervention occurred. There was no additional information provided.